Event description:
It was reported that during a coronary stent procedure, the balloon became caught on a stent while trying to dilate a side branch. The balloon and distal shaft separated, and remained in the pt. The pt went to surgery for removal. Pt status is listed as "okay".